Event description:
The customer reported that the pump module did not deliver the correct dose. There was no report of patient harm or medical intervention. Although requested, no further patient or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.